Event description:
It is reported the patient is experiencing trunnionosis. It is unknown if the patient was revised.

Manufacturer narrative:
Information was rec'd from a distributor who is not required to complete form 3500a. No devices or photos were rec'd; therefore the condition of the components is unknown. Review of the device history records was not possible as the product and lot numbers required for retrieval were unavailable. These devices are used for treatment. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per ther surgical technique. Adherence to rehabilitation protocol and relevant medical history are unknown. A definitive root cause cannot be definitively determined.